Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that soon after implant the right atrial (ra) lead dislodged due to the patient's enlarged right atrium. The lead was reprogrammed and explanted with the port plugged due to physician determination that it would not be required. No patient complications have been reported as a result of this event.